Event description:
Reporter stated that pt arrived in the emergency room, non-responsive, in respiratory distress, with a "twitching foot." Pt's capillary blood glucose was reportedly tested, using the suspect deive, with a result of 188 mg/dl. Reported stated that pt's capillary blood glucose was immediately retested, using another device, with a result of 180 mg/dl. Pt was reportedly intubated, per hospital protocol. Within minutes, a venous sample was obtained from the pt and was subsequently sent to the facility's laboratory for testing. Approx 45 minutes later, the lab report listed pt's blood glucose as 24 mg/dl. Pt was treated with 1 amp of d-50. No additional details of pt's treatment were provided. Pt's current condition: "she is fine". Quality control testing had reportedly been performed on the system and the results fell within the acceptable range.